Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of screen shuts off. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unit was returned to a service center for repair. The reported issue was not able to be verified or reproduced. Complete evaluation and diagnostics were performed on the unit. No issues were found on unit. The unit did not manifest any screen issue throughout the tests durations and the battery was still good. The unit's software was upgraded, the unit was cleaned, tested and recertified per processes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the screen turns off.